Event description:
Pt had a left femoral im rod and hardware implanted for repair of a subtrochanteric fracture of the left hip 6/97. On 10/15/97 pt required return to the or for removal of rod and hardware with a repeat open reduction and internal fixation of the left hip with allograft and bone chips. The original rod implanted 6/97 had been broken.